Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution (dn). The cause of the test failures was the damaged j702 connector was unable to be positively identified but is likely due to excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cables. The last pt to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the hi-pot and fall-off tests. The last pt to use this e-belt did not report any deficiencies.